Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6) 2026. The hyperglycemia persisted for three to four hours, which was treated with the pump and an injection. No further information available.